Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. (B)(6). Correction number - 2531779-03/24/2010-003-r